Event description:
Boston scientific received information that at a normal device follow up, device optimization took place for this device in relation to the minute ventilation feature for sensor optimization and manual threshold testing. During a hall walk, the patient experienced a heart rate of 120 beats per minute due to a too aggressive rate response setting. The device was reprogrammed to remedy the issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.